Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked battery tube threads, and cracked keypad overlay was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.